Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope air/water cylinder and air/water tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material could not be identified. It is possible that device reprocessing was not correctly implemented due to a leak in the switch; however, a definitive root cause was not determined. The event can be detected/prevented by the following instructions for use which state: the instruction manual ¿gif/cf/pcf-290 series, operation, operation manual chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual ¿gif/cf/pcf-290 series, reprocessing manual chapter 5 reprocess the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.